Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pace impedance measurements at implant. The measurements were within range when tested via the pacing system analyzer (psa), however once the lead was connected to the pacemaker the measurements were elevated. Boston scientific technical services discussed disconnecting and retesting the lead through the psa and also paying close attention when reconnecting the lead to the device as a connection issue could also cause the elevated impedance measurements. The physician elected to extract the lead and implant a new one prior to pocket closure. No additional adverse patient effects were reported.